Manufacturer narrative:
Investigation summary: no product returned: ppae (cardiac arrest): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "1. The patient was defibrillated (x2) back into normal sinus rhythm. The impella cp placement was confirmed afterward to be sure it wasn¿t placed too deep in the left ventricle (lv). 2. The device was discarded after explant so it¿s unfortunately not available for return. 3. There is no further information other than the pump was explanted the following day or so, and that the patient went home."

Event description:
On (B)(6) 2025, a 75-year-old caucasian male began experiencing chest pain and discomfort at approximately 11:00 p.m. The patient presented to the emergency department at approximately 7:00 a.m. On (B)(6) 2025, where he was diagnosed with an st-segment elevation myocardial infarction and was taken to the cardiac catheterization laboratory. Coronary angiography demonstrated multivessel coronary artery disease, including left main coronary artery disease. An impella cp device was placed for hemodynamic support, and the patient was referred for coronary artery bypass graft surgery. While in the intensive care unit pending transfer, the patient developed ventricular fibrillation and was defibrillated twice, resulting in return to normal sinus rhythm. The patient was subsequently transferred to a tertiary care center for surgical intervention. The impella cp device was explanted at the time of surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.